Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by the sales rep that during two different unknown surgeries, needles breaking. Cases were completed with a like device. No patient harm was reported. Device is available for return for one case, but not the other. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the needle fall into the patient? Yes. If so, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were implemented to retrieve the broken piece? ¿they picked it up¿. ¿ was there any additional tissue damage resulting from the search for the needle piece? No. - does a fragment of the needle remain in the patient¿s tissue? No. If so, ¿ is there any plan in place to remove the needle piece in the future? N/a. ¿ if so, could you please provide the scheduled date for the removal? N/a. ¿ in which tissue structure was the broken needle located? N/a. ¿ what is the surgeon's opinion of the potential consequences for the patient? N/a. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. N/a. - what is the current status of the patient? ¿patient is doing well¿.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected information: h6 (b18 - device discarded). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.